Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the secondary medication (solaris) back flowed into the primary bag of normal saline. The IV was attached to the patient at the time of the event. No report of patient harm.

Manufacturer narrative:
Concomitant products: baxter , 250ml IV bag of 0.9% sodium chloride lot: y010595 exp: august 2017; baxter, 250ml IV bag of eculizumab 900mg/180ml ns lot: 1077313 exp: august 2018; therapy date (B)(6) 2016. The customer¿s report of backflow from the secondary into the primary was confirmed. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was 0.0216¿ long and was identified as cotton. The cause of the backflow is a cotton particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cotton was not identified.